Manufacturer narrative:
(Correction to previous addtl mfg narrative/corr. Data )*testing of actual/suspected device (10/3233). The pcb, front end, rohs investigation was performed at getinge's national repair center (nrc) per procedure and to the ipc-a-610 standard. A white residue was observed on the inside and outside of connector j1, and also connector j6 , observed through a microscope. Based on past experience, this residue is consistent with saline. Due to saline being observed on the board, the board will not be tested. The saline in the connector j1 would cause a failure of not receiving an external ECG, which j1 is responsible for providing. The board will be retained in the nrc per procedure.

Manufacturer narrative:
During planned maintenance device failed to read external ECG reading from patient simulator and was giving a faint wave sign. To fix the issue, the a getinge field service engineer (fse) replaced the front end board, tested and checked device per manufacture specs. The unit is now able to read external ECG and bp waive forms and signals. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed to read proper external ECG reading. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
G4 (date received by mfg: 2021-08-11). The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6), (B)(6), (B)(6) , biomed.